Event description:
A lead ophthalmic nurse reported that during an intraocular lens (iol) implant procedure, the large chip on rim was noted. The lens was left in position and was not explanted. Defect was observed but determined not to be of visual significant. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).